Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that the distal part of the reamer is fractured. This did not happen in any particular surgery, it was used 2-4 times per week.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) - drill. The reported event is confirmed as the reamer was returned with a cracked tip. Visual examination of the returned product identified that the end of the reamer cutting feature is cracked and damaged, with wear and tear present indicating repeated use. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.